Manufacturer narrative:
The root cause for the wire fracture was unable to be ascertained. Review of the device history records for the batch revealed that the devices were supplied in conformance with pre-determined specifications. No anomalies or deviations were noted in the manufacture of this batch of k-wire which may have contributed to the failure of the k-wire during operation. Thus, the manufacture of the batch is therefore not likely to have been a cause for the k-wire fracture reported. The investigation was limited as there was a lack of clinical information, and the complaint device was discarded, thus not allowing for visual inspection or testing for material anomalies and insight into the mode of fracture. The trend analysis shows that this is the first complaint for the wire, and the failure rate is deemed very low at 0.0009%. There were no new or emerging risks identified as a result of this complaint.

Event description:
During an orif procedure for a left proximal humerus fracture, as the surgeon was using a k-wire to stabilise the fracture, part of the wire broke, leaving a portion of it inside of the patient's bone. The surgical procedure was successful, and no injury or complication for the patient was reported. No additional clinical information was provided, and the device was discarded. The k-wire is manufactured from implant-grade 316lvm stainless steel.